Event description:
It was reported that when the device was used during a gastric bypass procedure, it performed as intended. The surgeon fired the device on the gastrojejunostomy, but did not examine the staple line for leaks. Post-operatively, the pt began to show signs and symptoms of deterioration and was returned for a re-operation. Pt was found to have an anastomotic leak. Pt could not confirm what contributed to the leakage due to inflammation at the site. Staple malformation or an incomplete staple line was not noted. The area of leakage was repaired with sutures; the pt has now been released from the hosp.